Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the deflectable videoscope exhibited image loss when angled. And the scope communication e216 error code occurs. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported events occurred due to a damaged image sensor unit either from disconnection or a broken part mounted on the electrical circuit board (such as an integrated circuit chip or capacitor). The cause of the damage was likely stress from repeated use, external factors, or handling of the device. It was confirmed that the operation manual, chapter 3 ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿, describes how to detect the events. Olympus will continue to monitor field performance for this device.